Event description:
It was reported that the insulin pump had cracks near battery compartment. The blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
(B)(4).insulin pump received with minor scratches on lcd window, missing end caps sticker and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.